Event description:
(B)(4) study. It was reported that timi flow degradation occurred. On august 2010, the patient presented with intermittent left-sided chest pain associated with diaphoresis. The subject was diagnosed with non st elevation mi and cardiac catheterization was recommended. 2 days from the event, the index procedure was performed. The target lesion was a de novo lesion located in the 2nd obtuse marginal (om) with 90% stenosis and was 14 mm long with a reference vessel diameter of 3.6 mm. The lesion was treated with direct stent placement using a 3.50 x 16 mm taxus liberte paclitaxel-eluting coronary stent system with 0 % residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. (B)(6) 2010, the staged intervention of left anterior descending (lad) was performed. The target lesion was located in mid lad with 85% stenosis. The physician treated the lesion with pre-dilatation resulting in dissection within the target lesion. The target lesion with dissection was then treated with placement of a 3.00 x 28 mm taxus liberte paclitaxel-eluting coronary stent system. Following post-dilatation residual stenosis was 0%. Target lesion #2 was located in proximal lad with 85% stenosis. The physician treated the lesion with pre-dilatation resulting in dissection. The vessel dissection was the treated with placement of 3.00 x 20 mm taxus liberte paclitaxel-eluting coronary stent system. Post deployment of the stent, timi flow degradation was noted from the pre-treatment timi flow of 3 to 0. Following post-dilatation residual stenosis was 0%. However, dissection and timi flow degradation (from 3 to 0) was noted.

Manufacturer narrative:
(B)(4). Upn- corrected from unk433 to h7493893720300. (B)(4).

Event description:
It was further reported that the day after the staged intervention the patient was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).